Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level of 27 mmol/l. Customer reported that they experienced vomiting as a result of hyperglycemia. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer was treated for the high blood glucose with bolus using insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did not allege insulin pump was under delivering. Customer mentioned that as a result of the low sensor glucose, the insulin pump suspended delivery, insulin was not delivered and resulting in a hyperglycemia. The insulin pump will not returned for analysis.